Manufacturer narrative:
Approximate age of device: 6 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was seen outside the hospital emergency department on (B)(6) 2019 for acute gastrointestinal bleed and anemia. The patient complained of bloody diarrhea the previous 3 days and on the night beforehand the patient complained of very dark stools. On (B)(6) 2019 an esophagogastroduodenoscopy was performed and no source of bleeding was found. The patient received 4 units of packed red blood cells in a 24 hour period and 5 units in total. The patient of discharged to home. The patient was prescribed anticoagulants aspirin and warfarin at the time of the event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. The manufacturer is closing the file on this event.